Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and no delivery tests. The insulin pump had scratches on the lcd window and cracked reservoir tube lip.

Event description:
Customer's mother reported high blood glucose and issues with the insulin pump. Customer's blood glucose level was 600 mg/dl. Customer was off of the insulin pump for one year and when they decided to use insulin pump therapy once again their blood glucose had been high. Customer's mother advised they did not feel comfortable with the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.